Event description:
According to the info reported, the pt required drain removal. The drain hub was cut as per manufacturers instructions. During removal of the drain after paracentesis, the sister removed drain easily from pt, however, unable to remove sutures from locking hub. The drain was removed but the suture acting as locking mechanism remained in the pt. They attempted removal of suture with support of dilator. This did not work. The pt was then sent back to radiology dept for removal. Suture was successfully removed. No additional info was provided regarding pt outcome.

Manufacturer narrative:
A. 1) information not provided by the reporter. A. 2) information not provided by the reporter. A. 3) information not provided by the reporter. A. 4) information not provided by the reporter. Lot number not provided by the reporter. Expiration date unknown as lot is unknown. UDI # unknown as lot is unknown. (B)(4). Investigation - evaluation during the course of investigation, a review of the complaint history, instructions for use (IFU), quality control (qc), and trends was conducted. The complaint device was not returned for investigation and the product lot number was not provided; therefore, a search of production records cannot be performed. Per quality control specification, the integrity of this device is ensured throughout the manufacturing process. The device is shipped with an instructions for use (IFU); which lists the appropriate warnings, precautions and instructions for use. Unfortunately, due to lack of return device or lot information, we are unable to determine the root cause of this incident. We have notified appropriate personnel and will continue to monitor for similar events. Based on the conclusion of the quality engineering risk assessment, further risk reduction is not required.

Event description:
According to the information reported, the patient required drain removal. The drain hub was cut as per manufacturers instructions. During removal of the drain after paracentesis, the sister removed the drain easily from patient, however, she was unable to remove sutures from the locking hub. The drain was removed but the suture acting as locking mechanism remained in the patient. They attempted removal of the suture with support of dilator; however, this did not work. Additional information provided by the rep on 03march2015: the patient was taken to surgery to have the sutures removed. Suture was successfully removed.

Manufacturer narrative:
(B)(4). Event is still under investigation.